Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar energy issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to not fire monopolar instrument when bipolar instrument was being used closely. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that bipolar energy was inadvertently fired when monopolar energy was activated. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, bipolar energy was affected by monopolar energy when the customer fired monopolar energy. The reporter confirmed the patient did not suffer any injury. The energy cables were repositioned to resolve the issue. The customer was advised to not fire monopolar instrument when bipolar instrument was being used closely. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the monopolar curved scissors (mcs) and fenestrated bipolar forceps (fbf) were used together with the erbe vio dv integrated electrosurgical unit (iesu). Bipolar energy was inadvertently fired when monopolar energy was activated. The fired location was unknown. The customer confirmed auto-firing setting was on. The two instruments will not be returned, and product lot information was not provided. The system did not generate any error. The instruments were not inspected prior to use. After the procedure, the instruments were inspected, and no damage was found.